Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient¿s cgm displayed 4.1 mmol/l; however, the patient felt tired and lethargic. A bg was performed which was 1.8 mmol/l. The paramedics were called by the patient¿s parent. The patient was treated with glucose gel, transported to the hospital for evaluation and was released 15 hours later. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) describe event or problem - correction to the following statement in the initial MDR, "no injury or medical intervention was reported."

Event description:
No additional patient or event information is available.